Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up with complaints of discomfort. A chest x-ray was performed, and it was noted that the left ventricular lead was dislodged. The patient was scheduled for pocket revision. The left ventricular lead was capped previously on (B)(6) 2019 during an unrelated procedure and an epicardial left ventricular lead was implanted at that time. The physician explanted the previously capped left ventricular lead on (B)(6) 2019. The patient was stable throughout the procedure and discharged.